Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrectomy, it was reported that, the connection between the shaft and the handle part came off. When it came off, clip was not being fired. The surgical time was extended by less than 30 min. Another device was used to complete the case. There was no patient injury.